Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) reached end of service (eos) on (B)(6) 2017. The cause of the event was the ins battery depleting. Interrogation with the patient and clinician programmer showed the ins was at eos. The ins was programmed to c+, 1- at 2.0v, 60 usec, and 185 hz on the left side and c+, 4-, 5- at 3.2v, 60 usec, and 185 hz on the right side. A revision was done and the ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient's previous implantable neurostimulator (ins) experienced an early failure. There was no known impact or consequence to the patient.